Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the device needed to be reprogrammed since the adaptive stim was malfunctioning. Patient has had no problems since it was reprogrammed.

Event description:
"Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the stimulation is fluctuating up and down throughout the day for the past 3 weeks. Patient stated they might run 4 minutes and the stimulation goes high and they can tell it is shocking them and then the stimulation completely stops and goes to medium and then back to high. Agent asked patient if they have adaptive stim activated and patient said they don't know if adaptive stim is activated or not but that would not cause this issue and they would use it for laying down. Patient service confirmed patient did not have a fall or trauma recently. Agent reviewed reps role and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.